Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4); product ID: 748251, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4); product ID: 748251, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. Additional information was received from the rep reporting that both of the patient's ins's were replaced today due to normal battery depletion. The rep reported that the right ins continued to show an open circuit with c & 0 showing at 5,028 ohms. The rep reported the ins was replaced, and the replacement ins continued to show an open circuit with contact 0. The rep reported that the open circuit did not impact the therapeutic settings. The rep reported that the left ins at replacement also showed high impedances with the 0 contact, reading 3,182 ohms. The rep reported that the impedance continued with the replacement ins. The rep reported that the high impedance did not impact the patient's settings and the patient was doing well with therapy. No further patient complications have been reported as a result of this event.